Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's cousin reported, customer was not able to test his blood glucose because the lancing device was broken. Customer's cousin reported, customer experienced symptoms of confusion. Paramedics were called and transported customer to hospital, where he was diagnosed with severe hypoglycemia and treated with fluids and unk medication to regulate his blood glucose. There is no report of any diagnosis, an investigation into the details is in process.